Manufacturer narrative:
(B)(4). Similar device under 510(k) p070016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2016, a (B)(6) male patient underwent tevar for aneurysm in the greater curvature of the descending aorta by left femoral approach. The patient was suitable for the procedure, and the procedure was conducted as labelled. Procedure plan: placing zteg-2p-30-140-pf in the distal side first, then zteg-2p-34-202-pf (complaint device) in the proximal side. When attempting to withdraw the trigger-wires of the second device (zteg-2p-34-202-pf), the user encountered strong resistance. After confirming that the gray positioner was not twisted or warped, he reattempted to withdraw them slowly by hand, but strong resistance was felt again. Therefore, the hub of the gray positioner was held/secured with two pean forceps in order not to let the delivery system move, then the user tried to withdraw them slowly again and the trigger-wires could be removed. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4). Similar device under 510(k) p070016. Summary of investigational findings: it was not possible to determine the exact root cause. However, based on the product investigation it is concluded that rotation of the green trigger wire knob during the deployment procedure is the most likely root cause of the reported event, as there was small marks inside the green trigger wire knob. As per IFU the green trigger wire knob should not be rotated during deployment. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: on (B)(6) 2016: a (B)(6) male patient underwent tevar for aneurysm in the greater curvature of the descending aorta by left femoral approach. The patient was suitable for the procedure, and the procedure was conducted as labelled. Procedure plan: placing zteg-2p-30-140-pf in the distal side first, then zteg-2p-34-202-pf (complaint device) in the proximal side. When attempting to withdraw the trigger-wires of the second device (zteg-2p-34-202-pf), the user encountered strong resistance. After confirming that the gray positioner was not twisted or warped, he reattempted to withdraw them slowly by hand, but strong resistance was felt again. Therefore, the hub of the gray positioner was held/secured with two pean forceps in order not to let the delivery system move, then the user tried to withdraw them slowly again and the trigger-wires could be removed. Patient outcome: there have been no adverse effects to the patient reported.